Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction on initial reporter.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from the FDA which states, "drip of levophed was infusion in this critically ill patient when the bp began to fall. The bp was not responsive to the upward titration of the dose of levophed so the physician was contacted and a second vasopressor was added. Afterwards it was noted there was fluid leaking out of the IV pump module that the levophed was infusing through. Examination of the tubing revealed a perforation in the pump segment of the tubing just above the slide clamp portion."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the levophed infusion was being titrated and "was increased to 30mcg". Dopamine was started on another channel then vasopressin was added. The dopamine was subsequently discontinued. The levophed tubing was changed and the infusion continued without incident. The patient has reportedly had no lasting effects from this event.